Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shock therapy. The patient was subsequently evaluated. Device interrogation identified three episodes recorded on april 26, one of which resulted in delivery of a shock. These episodes were determined to be caused by oversensing of noise. No additional noise episodes have been detected since that time. During clinical evaluation, vigorous manipulation of the device pocket and lead was performed however, this did not reproduce the observed noise. Occasional myopotential signals were noted but were appropriately interpreted by the device as noise and did not result in inappropriate detection or therapy. Device data were collected and forwarded to technical services for further analysis. The patient is currently clinically stable and remains hospitalized in the cardiology ward for observation as a precaution. At this time, the device remains in service. No additional adverse patient effects were reported.